Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. Product ID neu_recharger_acc, product type recharger. (B)(4).

Event description:
The implant was put in (B)(6) of 2008. The implant was revised on ¿(B)(6) 2013¿. Additional information has been requested.